Event description:
It was reported there was a system error. The programmer was returned for service. The programmer rf head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Software errors were logged on the hard drive. (B)(4) the rf head cable was found out of electrical specification.